Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the device (00701u415) causing damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr). The pre procedure mr grade was 4+ and the mean pressure gradient was 1mmhg. An nt clip (00803u117) was implanted without issues, however, there was no mr reduction. An ntr clip (00701u415) was advanced to the mitral valve. The ntr clip interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and a ruptured chordae was observed. The ntr clip was implanted lateral, stabilizing the slda clip. However, mr remained unchanged, 4+ and the mean pressure gradient was at 7mmhg. The gradient of 7mmhg was expected and was not considered clinically significant. The procedure was aborted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of unchanged mitral regurgitation (mr) and mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on this available information, the reported device damaged by another device (caused damage) appears to have been a result of user technique/procedural conditions. The reported patient effects of unchanged mitral regurgitation (mr) and mitral stenosis appear to have been results of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.